Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent, abdominal pain and vomiting. The cause of peritonitis was not reported. On an unknown date, the patient was hospitalized and was treated with vancomycin injection (1gm, intravenous, every 48 hours) and meropenem injection (1gm, intravenous, once daily) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.